Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred during the load process. Reportedly, it was unclear on how much insulin was loaded into the cartridge. Additionally, the air removal step was not done properly. Customer's blood glucose was 440 mg/dl. A new cartridge was successfully loaded to address the event.